Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Pump was tested with a test keypad and no frozen display noted. Also received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 71 mg/dl. Troubleshooting was performed. The device was returned for analysis.